Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian reported that the patient presented redness and a visible imprint of the pod adhesive on the skin while wearing the pod for an unspecified duration. The patient was evaluated on (B)(6) 2026 during a routine quarterly appointment at (B)(6), where a diagnosis of allergic reaction to the adhesive was made. Treatment with budiconide aerosol spray (cortisone spray) was prescribed, with instructions to apply prior to each pod placement, and the legal guardian reported that the symptoms resolved following use of the spray. The affected pods were reportedly discarded. No impact to the patient's glucose level during the event was reported. The patient was able to resume treatment with a new pod.